Manufacturer narrative:
Clarion has reported this event to the manufacturer bvi. Meanwhile clarion is actively following up with the complainant to receive any updates or information related to this event. Additional information will be provided upon the investigation completion by bvi.

Event description:
On april 10 2024, clarion was informed by the customer that few nurses got injured with the cuts on their fingers while opening the package of the safety knife. Several knives were noted to have their safety caps in the open position within the packaging, which resulting in a few cuts to nurses fingers. Incident happened in canada and was reported to health canada under report #(B)(4) on 4/28/2024.

Event description:
On april 10 2024, clarion was informed by the customer that few nurses got injured with the cuts on their fingers while opening the package of the safety knife. Several knives were noted to have their safety caps in the open position within the packaging, which resulting in a few cuts to nurses fingers. Incident happened in canada and was reported to health canada under report # (B)(4) on 4/228/2024.

Manufacturer narrative:
Clarion has reported this event to the manufacturer bvi. Meanwhile clarion is actively following up with the complainant to receive any updates or information related to this event. Additional information will be provided upon the investigation completion by bvi. No sample was available or pictures. The lot involved could not be reviewed because the information of lot number was not available. However, another lot number 6067986 with the same part number 378227 - slit knife 2.75mm angl sngl bev w/safety (10/sp) was checked and no safety caps were found in the open position. The complaint was acknowledged by customer information and added to bvi records.